Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side coil cannot be seen') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician has not done any of the testing to see if it is blocked / consumer never did the testing that it is supposed to get done to make sure it is blocked". The patient's concurrent conditions included type 2 diabetes mellitus and overweight. Concomitant products included metformin for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping on her left side/ severe cramping (can't even stand up and it lasts an hour or so)"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her hands and legs"), paraesthesia ("tingling in her hands"), burning sensation ("she feels as if a match is lit inside - she's on fire"), weight loss poor ("was losing weight after the essure, cannot lose weight now"), menstrual disorder ("period in the first year was terrible / was normal after the first year") and back pain ("constant back pain mostly on her left side"). In 2016, the patient was found to have a pregnancy with contraceptive device ("if there is a chance I could be pregnant/suspicion of pregnancy"). On (B)(6) 2016, the patient experienced menstruation delayed ("not had a period / all of a sudden her periods stopped for no reason"). On an unknown date, the patient experienced nephrolithiasis ("kidney stones"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines a lot"), fatigue ("fatigue"), mood swings ("mood swings"), crying ("cry a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (monorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), tooth fracture ("dental probs / four broken"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), nocturia ("up and down threw out night with bathroom trips\I pee as if I am pregnant"), poor quality sleep ("restless and night"), pain in extremity ("leg pain") and nasopharyngitis ("cold"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, nephrolithiasis, mood swings, crying, dysmenorrhoea, headache, hypersensitivity, menorrhagia, vaginal haemorrhage, ovarian cyst, tooth fracture, psychological trauma, urinary tract infection, nocturia, poor quality sleep, pain in extremity and nasopharyngitis outcome was unknown, the abdominal pain lower, menstruation delayed, migraine and fatigue had not resolved and the dizziness, nausea, vomiting, hypoaesthesia, paraesthesia, burning sensation, weight loss poor, irritable bowel syndrome, menstrual disorder and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain lower, back pain, burning sensation, crying, device dislocation, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstrual disorder, menstruation delayed, mood swings, nasopharyngitis, nausea, nephrolithiasis, nocturia, ovarian cyst, pain in extremity, paraesthesia, poor quality sleep, pregnancy with contraceptive device, psychological trauma, tooth fracture, urinary tract infection, vaginal haemorrhage, vomiting and weight loss poor to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, dental problems, kidney stones, ovarian cysts. Discrepancy in dates of insertion: (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, crying, nocturia,poor quality sleep, leg pain, cold. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received-new event leg pain, cold were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side coil cannot be seen') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician has not done any of the testing to see if it is blocked / consumer never did the testing that it is supposed to get done to make sure it is blocked". The patient's concurrent conditions included type 2 diabetes mellitus and overweight. Concomitant products included metformin for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping on her left side/ severe cramping (can't even stand up and it lasts an hour or so)"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her hands and legs"), paraesthesia ("tingling in her hands"), burning sensation ("she feels as if a match is lit inside - she's on fire"), weight loss poor ("was losing weight after the essure, cannot lose weight now"), menstrual disorder ("period in the first year was terrible / was normal after the first year") and back pain ("constant back pain mostly on her left side"). In 2016, the patient was found to have a pregnancy with contraceptive device ("if there is a chance I could be pregnant/suspicion of pregnancy"). On (B)(6) 2016, the patient experienced menstruation delayed ("not had a period / all of a sudden her periods stopped for no reason"). On an unknown date, the patient experienced nephrolithiasis ("kidney stones"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines a lot"), fatigue ("fatigue"), mood swings ("mood swings"), crying ("cry a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), hypersensitivity ("allergy: hypersensitivity"), heavy menstrual bleeding ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (monorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), tooth fracture ("dental probs / four broken"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), nocturia ("up and down threw out night with bathroom trips\I pee as if I am pregnant"), poor quality sleep ("restless and night"), pain in extremity ("leg pain") and nasopharyngitis ("cold"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, nephrolithiasis, mood swings, crying, dysmenorrhoea, headache, hypersensitivity, heavy menstrual bleeding, vaginal haemorrhage, ovarian cyst, tooth fracture, psychological trauma, urinary tract infection, nocturia, poor quality sleep, pain in extremity and nasopharyngitis outcome was unknown, the abdominal pain lower, menstruation delayed, migraine and fatigue had not resolved and the dizziness, nausea, vomiting, hypoaesthesia, paraesthesia, burning sensation, weight loss poor, irritable bowel syndrome, menstrual disorder and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain lower, back pain, burning sensation, crying, device dislocation, dizziness, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menstrual disorder, menstruation delayed, mood swings, nasopharyngitis, nausea, nephrolithiasis, nocturia, ovarian cyst, pain in extremity, paraesthesia, poor quality sleep, pregnancy with contraceptive device, psychological trauma, tooth fracture, urinary tract infection, vaginal haemorrhage, vomiting and weight loss poor to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, dental problems, kidney stones, ovarian cysts. Discrepancy in dates of insertion: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, crying, nocturia,poor quality sleep, leg pain, cold. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side coil cannot be seen') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician has not done any of the testing to see if it is blocked / consumer never did the testing that it is supposed to get done to make sure it is blocked". The patient's concurrent conditions included type 2 diabetes mellitus and overweight. Concomitant products included metformin for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) since on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping on her left side/ severe cramping (can't even stand up and it lasts an hour or so)"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her hands and legs"), paraesthesia ("tingling in her hands"), burning sensation ("she feels as if a match is lit inside - she's on fire"), weight loss poor ("was losing weight after the essure, cannot lose weight now"), menstrual disorder ("period in the first year was terrible / was normal after the first year") and back pain ("constant back pain mostly on her left side"). In 2016, the patient was found to have a pregnancy with contraceptive device ("if there is a chance I could be pregnant/suspicion of pregnancy"). On (B)(6) 2016, the patient experienced menstruation delayed ("not had a period / all of a sudden her periods stopped for no reason"). On an unknown date, the patient experienced nephrolithiasis ("kidney stones"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines a lot"), fatigue ("fatigue"), mood swings ("mood swings"), crying ("cry a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (monorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental probs."), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), nocturia ("up and down threw out night with bathroom trips \ I pee as if I am pregnant") and poor quality sleep ("restless and night"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, nephrolithiasis, mood swings, crying, dysmenorrhoea, headache, hypersensitivity, menorrhagia, vaginal haemorrhage, ovarian cyst, tooth disorder, psychological trauma, urinary tract infection, nocturia and poor quality sleep outcome was unknown, the abdominal pain lower, menstruation delayed, migraine and fatigue had not resolved and the dizziness, nausea, vomiting, hypoaesthesia, paraesthesia, burning sensation, weight loss poor, irritable bowel syndrome, menstrual disorder and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was on (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain lower, back pain, burning sensation, crying, device dislocation, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstrual disorder, menstruation delayed, mood swings, nausea, nephrolithiasis, nocturia, ovarian cyst, paraesthesia, poor quality sleep, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vomiting and weight loss poor to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, dental problems, kidney stones, ovarian cysts. Discrepancy in dates of insertion: on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, crying, nocturia,poor quality sleep. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event: night with bathroom trips, restless sleep were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side coil cannot be seen') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician has not done any of the testing to see if it is blocked / consumer never did the testing that it is supposed to get done to make sure it is blocked". The patient's concurrent conditions included type 2 diabetes mellitus and overweight. Concomitant products included metformin for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) since august 2014. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping on her left side/ severe cramping (can't even stand up and it lasts an hour or so)"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her hands and legs"), paraesthesia ("tingling in her hands"), burning sensation ("she feels as if a match is lit inside - she's on fire"), weight loss poor ("was losing weight after the essure, cannot lose weight now"), menstrual disorder ("period in the first year was terrible / was normal after the first year") and back pain ("constant back pain mostly on her left side"). In 2016, the patient was found to have a pregnancy with contraceptive device ("if there is a chance I could be pregnant/suspicion of pregnancy"). On (B)(6) 2016, the patient experienced menstruation delayed ("not had a period / all of a sudden her periods stopped for no reason"). On an unknown date, the patient experienced nephrolithiasis ("kidney stones"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines a lot"), fatigue ("fatigue"), mood swings ("mood swings"), crying ("cry a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (monorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), tooth fracture ("dental probs / four broken"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), nocturia ("up and down threw out night with bathroom trips\I pee as if I am pregnant") and poor quality sleep ("restless and night"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, nephrolithiasis, mood swings, crying, dysmenorrhoea, headache, hypersensitivity, menorrhagia, vaginal haemorrhage, ovarian cyst, tooth fracture, psychological trauma, urinary tract infection, nocturia and poor quality sleep outcome was unknown, the abdominal pain lower, menstruation delayed, migraine and fatigue had not resolved and the dizziness, nausea, vomiting, hypoaesthesia, paraesthesia, burning sensation, weight loss poor, irritable bowel syndrome, menstrual disorder and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain lower, back pain, burning sensation, crying, device dislocation, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstrual disorder, menstruation delayed, mood swings, nausea, nephrolithiasis, nocturia, ovarian cyst, paraesthesia, poor quality sleep, pregnancy with contraceptive device, psychological trauma, tooth fracture, urinary tract infection, vaginal haemorrhage, vomiting and weight loss poor to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, dental problems, kidney stones, ovarian cysts. Discrepancy in dates of insertion: (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, crying, nocturia,poor quality sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event coding changed from tooth disorder to tooth fracture. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side coil cannot be seen') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician has not done any of the testing to see if it is blocked / consumer never did the testing that it is supposed to get done to make sure it is blocked". The patient's concurrent conditions included type 2 diabetes mellitus and overweight. Concomitant products included metformin for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping on her left side/ severe cramping (can't even stand up and it lasts an hour or so)"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her hands and legs"), paraesthesia ("tingling in her hands"), burning sensation ("she feels as if a match is lit inside - she's on fire"), weight loss poor ("was losing weight after the essure, cannot lose weight now"), menstrual disorder ("period in the first year was terrible / was normal after the first year") and back pain ("constant back pain mostly on her left side"). In 2016, the patient was found to have a pregnancy with contraceptive device ("if there is a chance I could be pregnant/suspicion of pregnancy"). On (B)(6) 2016, the patient experienced menstruation delayed ("not had a period / all of a sudden her periods stopped for no reason"). On an unknown date, the patient experienced nephrolithiasis ("kidney stones"), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines a lot"), fatigue ("fatigue"), mood swings ("mood swings"), crying ("cry a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (monorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental probs."), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), nocturia ("up and down threw out night with bathroom trips\I pee as if I am pregnant") and poor quality sleep ("restless and night"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, nephrolithiasis, mood swings, crying, dysmenorrhoea, headache, hypersensitivity, menorrhagia, vaginal haemorrhage, ovarian cyst, tooth disorder, psychological trauma, urinary tract infection, nocturia and poor quality sleep outcome was unknown, the abdominal pain lower, menstruation delayed, migraine and fatigue had not resolved and the dizziness, nausea, vomiting, hypoaesthesia, paraesthesia, burning sensation, weight loss poor, irritable bowel syndrome, menstrual disorder and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain lower, back pain, burning sensation, crying, device dislocation, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstrual disorder, menstruation delayed, mood swings, nausea, nephrolithiasis, nocturia, ovarian cyst, paraesthesia, poor quality sleep, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vomiting and weight loss poor to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, dental problems, kidney stones, ovarian cysts. Discrepancy in dates of insertion: (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 124 kgs. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, crying, nocturia,poor quality sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left side coil cannot be seen'), pregnancy with contraceptive device ('if there is a chance I could be pregnant/suspicion of pregnancy') and nephrolithiasis ('kidney stones') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "physician has not done any of the testing to see if it is blocked / consumer never did the testing that it is supposed to get done to make sure it is blocked". The patient's concurrent conditions included type 2 diabetes mellitus and overweight. Concomitant products included metformin for type 2 diabetes mellitus as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2014. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain lower ("cramping on her left side/ severe cramping (can't even stand up and it lasts an hour or so)"), dizziness ("dizziness"), nausea ("nausea"), vomiting ("vomiting"), hypoaesthesia ("numbness in her hands and legs"), paraesthesia ("tingling in her hands"), burning sensation ("she feels as if a match is lit inside - she's on fire"), weight loss poor ("was losing weight after the essure, cannot lose weight now"), menstrual disorder ("period in the first year was terrible / was normal after the first year") and back pain ("constant back pain mostly on her left side"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced menstruation delayed ("not had a period / all of a sudden her periods stopped for no reason"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), irritable bowel syndrome ("irritable bowel syndrome"), migraine ("migraines a lot"), fatigue ("fatigue"), mood swings ("mood swings"), crying ("cry a lot"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), hypersensitivity ("allergy: hypersensitivity"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding) / abnormal bleeding (monorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("ovarian cysts"), tooth disorder ("dental probs."), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, nephrolithiasis, mood swings, crying, dysmenorrhoea, headache, hypersensitivity, menorrhagia, vaginal haemorrhage, ovarian cyst, tooth disorder, psychological trauma and urinary tract infection outcome was unknown, the abdominal pain lower, menstruation delayed, migraine and fatigue had not resolved and the dizziness, nausea, vomiting, hypoaesthesia, paraesthesia, burning sensation, weight loss poor, irritable bowel syndrome, menstrual disorder and back pain had resolved. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2017. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for migraine with essure. The reporter considered abdominal pain lower, back pain, burning sensation, crying, device dislocation, dizziness, dysmenorrhoea, fatigue, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, menstrual disorder, menstruation delayed, mood swings, nausea, nephrolithiasis, ovarian cyst, paraesthesia, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection, vaginal haemorrhage, vomiting and weight loss poor to be related to essure. The reporter commented: plaintiff received treatment for migraine, headaches, dental problems, kidney stones, ovarian cysts. Discrepancy in dates of insertion: (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). On unspecified date, consumer's physician showed a picture (nos) and the essure on the left side could not be seen. On unspecified date: the op note showed that there were coils visible after placement. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, crying. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to records # (B)(4) (medwatch 3500a MFR number 2951250-2019-13341), record # (B)(4), and record # (B)(4) which all three will be deleted from bayer safety database afeter all indformation was transferred to this record # (B)(4), which will be retained. New: lawyer and social media reporters were added. New events: nephrolithiasis,dysmenorrhoea, headache, hypersensitivity, menorrhagia, ovarian cyst, tooth disorder, urinary tract infection, vaginal haemorrhage, mood swings, crying, psychological trauma. New action taken with essure: removal ('e-free'). All events were considered to be related to essure by reporter. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.